Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14584. It was reported that the patient presented to the emergency room with supraventricular tachycardia with rapid ventricular rate (svt with rvr). Implantable cardioverter defibrillator incorrectly interpreted the svt as ventricular fibrillation and delivered inappropriate anti-tachycardia pacing and inappropriate shock. It was also noted that the right ventricular lead exhibited low defibrillation impedance leading to an aborted shock. Programming changes were made. The patient was stable.